Event description:
Customer reported via phone call that she experienced high blood glucose. Customer's blood glucose value was 505 mg/dl; she is treating with manual injection. Customer will contact her doctor. Customer stated that the drive support cap on the insulin pimp is flush and the screen is scratched due to the device being dropped. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.